Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer received a sensor scan result of 79 mg/dl and experienced "shaking" and subsequently lost consciousness. Customer was transported to the emergency room where an hour later, reading of 19 mg/dl was obtained on the hcp meter. Customer was diagnosed with hypoglycemia and was reportedly treated with 2 shots of insulin lantus (30 units) and 10 units of insulin apidra. Customer was also prescribed with insulin lantus, insulin apidra, dulcolax 180 mg, amlodipine 5 mg, atorvastatin 10 mg, fexofenadine 80 mg, furosemide 60 mg, gabapentin 300 mg, bystolic 20 mg, omeprazole 20 mg, and telmisartan 80 mg. It should be noted that the treatment with insulin is not consistent with diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer received a sensor scan result of 79 mg/dl and experienced "shaking" and subsequently lost consciousness. Customer was transported to the emergency room where an hour later, reading of 19 mg/dl was obtained on the hcp meter. Customer was diagnosed with hypoglycemia and was reportedly treated with 2 shots of insulin lantus (30 units) and 10 units of insulin apidra. Customer was also prescribed with insulin lantus, insulin apridra, bulcolax 180 mg, amlodipine 5 mg, etorvastatin 10 mg, fexofenaddine 80 mg, furosemide 60 mg, gabapentin 300 mg, bystolic 20 mg, omeprazole 20 mg, and telmisartan 80 mg. It should be noted that the treatment with insulin is not consistent with diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.